Manufacturer narrative:
H10: the biomedical engineer (bme) noted that the hospital ordered the replacement touchscreen; however, multiple attempts have been made on 19feb2024, 21mar2024, and 28mar2024 to try to obtain further information about this case regarding the repair, but no response was received from the bme. It is unknown if the replacement touchscreen has been received and installed to resolve the issue. No further information could be obtained. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per follow-up gfe response, the bme confirmed that the issue was resolved after the touchscreen replacement was performed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen was unresponsive, could not be calibrated, and had a large scratch across the middle of it. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user nor was therapy interrupted or delayed. The device was removed from service, the bme mentioned that the respiratory technician (rt) pressed the power button to power down the device and discontinue therapy, and a pop up for shutdown confirmation appeared on the display; however, the rt was unable to power down the device as the touchscreen was not responding to the touch to the confirm the shutdown. The bme also stated that the issue was confirmed by cycling power-- the bme booted up the device to service mode and was prompted to perform touchscreen calibration. The first spot to touch for the touchscreen calibration was where the scratch started on the left side. The next spot to touch was the lower center of the display, which did not respond to any touch. Therefore, touchscreen calibration failed. The remote service engineer (rse) recommended that the bme should order the replacement touchscreen for repair, provided the bme with the part number and price of the replacement touchscreen, and advised the bme to reference the service manual for the repair. Per gfe response, the bme noted that the hospital ordered the replacement touchscreen.